Event description:
It was reported by medical professional that vns patient recently implanted had pulled the device out and is now waiting for re-implantation. Attempts for additional relevant information have been unsuccessful to date.